Event description:
Report received of an under-delivery. The pump was returned from clinical service with an unsigned note that the device was "defective". There was no tracking info (nurse, pt, location) available. In biomedical testing by the customer, the device was reported to under-deliver. There were no reports of any adverse pt events while the pump was in clinical service.